Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.